Manufacturer narrative:
Per kci records dated (B)(6) 2015: "patient notes that she had received the wound vac at saint mary's and the patient and her boyfriend were changing the v.a.c. But broke up in (B)(6) 2015 and the wound vac [dressing] was left in the wound as a result." Based on information provided, it cannot be determined when the foreign body alleged to be granufoam dressing was placed in the wound or when medical intervention was performed. The foreign material was not returned to kci for identification; therefore, kci is unable to confirm its identity. There have been several attempts made to gather additional information, but there has been no response. This report is being filed due to possible user error. Device labeling, available in print and online, states: v.a.c. Foam dressings are not bioabsorbable. Always count the total number of pieces of foam removed from the wound and ensure the same number of pieces of foam was removed as placed. Foam left in the wound for greater than the recommended time period may foster in-growth of tissue into the foam and create difficulty in removing foam from the wound or lead to infection or other adverse events. Dressing changes wounds being treated with the v.a.c. Therapy system should be monitored on a regular basis. In a monitored, non-infected wound, v.a.c dressings should be changed every 48-72 hours, but no less than 3 times a week, with frequency adjusted by the clinician as appropriate. Infected wounds must be monitored often and very closely. For these wounds, dressings may need to be changed more often than 48-72 hours; the dressing changing intervals should be based on a continuing evaluation of the wound condition and the patient's clinical presentation, rather than a fixed schedule.

Event description:
On (B)(6) 2015, the following information was reported to kci: the patient was discharged, date not provided, and the patient's boyfriend was doing the dressing changes. The activ.a.c. Unit was stolen in (B)(6) 2015. A foreign material alleged to be v.a.c. Dressing was subsequently found in the patient's wound and it was unable to be removed. "Surgical will have to open wound all the way back up to retrieve it." On (B)(6) 2015, the following information was reported to kci: on (B)(6) 2015, the patient was admitted for nausea and vomiting with a diagnosis of polynephritis per the history/physical. On (B)(6) 2015, the wound care center nurse observed a foreign material alleged to be granufoam dressing in the patient's wound and was not able to manually retrieve all of the foreign material. On (B)(6) 2015, the patient was scheduled for removal however, the patient is homeless and the wound care center was unable to get in touch with her. No additional information is available. There have been several unsuccessful attempts made to obtain the granufoam dressing lot number, therefore a device history review could not be performed.